Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. The 510k#:dhs/dcs coupling screw/connecscr f/dhs/dcs-wrench no. 338.300, device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) lot. 9691922, manufacturing date: 19.nov.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of 338.310 broke and the tip of 338.300 was bent during implantation of a dhs screw. Five (5) minutes delay to surgery time. (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the connecting screw has shown that the threaded tip is completely broken off and the shaft is bent. Due to the bent shaft, the connecting screw could not attach into the wrench without force. There were also scratches at the shaft detected. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in november 2015. Since no manufacturing related condition was found it is likely that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage on the tip. This can only occur if the system was used in order to align the plate with the bone. This is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. Due to the damages and scratches at the part it is not possible to perform a measurement. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.